Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip holder assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii had no image. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, a green image was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the fibre bonding in the outer tube area (distal end) was damaged. The inner tube neck of the insertion section was damaged and therefore the parts are not dis-/reassemble. The r-unit (charged coupled device) was broken and therefore the image was green. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.